Event description:
It was reported during the pt's scs trial procedure, invalid contacts were noted when the lead was tested intraoperative. The lead was replaced, but the new lead also had high impedances. However, reprogramming of the scs trial system was able to capture effective stimulation therapy for the pt.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.